Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02280. It was reported the pt is not receiving effective stimulation therapy from her scs system. The pt's physician stated the pt's back pain has become worse and recommended a surgical lead in place of the percutaneous lead (s). Follow up identified the pt's percutaneous leads were explanted and replaced on (B)(6) 2014 with a surgical lead. In addition, the physician decided to electively replace the pt's scs ipg. There was no reported deficiency with the ipg.